Event description:
It was reported that the patient had several pump off alarms beginning (B)(6) 2022 which were originally reported by patient as low flow alarms. The patient had additional pump off alarms beginning on (B)(6) 2022 at 3:40 pm. They were asymptomatic and were in the intensive care unit on a dobutamine drip. Their last echocardiogram in may had an ejection fraction (ef) of 50% and in march their ef was 30%. The pump off event occurred while the patient was connected to batteries which indicates that the patient was continuing to experience a phase to phase short in the driveline. The external portion of driveline was repaired in may, so the damage was likely internal. There was no other unusual events recorded in the log file event history and the device operated intended. An anterior-posterior portable x-ray was done and images were provided. The healthcare providers were considering an explant or exchange treatment.

Manufacturer narrative:
Related MFR # (B)(4).captures the (B)(6) 2022 driveline repair. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stop and associated alarms, however, a specific cause could not be conclusively determined. The submitted log files contained data from (B)(6) 2022. The submitted log file pump stops and low-speed events, as well as associated alarms, on (B)(6) 2022 at 14:04:46 through 17:07:23 and (B)(6) 2022 at 16:17:07 through 16:26:56. Each of the events occurred while the system was operating on the battery. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient¿s outflow graft was ligated and heartmate ii lvas, serial number (B)(6) , is no longer supporting the patient. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had the outflow graft ligated and was no longer supported by the pump.